Event description:
It was reported that the patient presented remotely via merlin.net. The pacemaker was unable to provide diagnostic data. No interventions were reported. The patient was stable.

Manufacturer narrative:
The reported event of no data available on directtrend was confirmed. Based on the information received, the cause of the reported incident was due to directtrend not being turned on.